Event description:
A report was received that the patient had infection at the ipg site. It was noted that the pocket incision was opened. Infection was not device or procedure related. Antibiotic was prescribed. The patient underwent a revision procedure wherein the ipg was relocated from left flank to right flank. The patient was doing well post operatively.

Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient had infection at the ipg site. It was noted that the pocket incision was opened. Infection was not device or procedure related. Antibiotic was prescribed. The patient underwent a revision procedure wherein the ipg was relocated from left flank to right flank. The patient was doing well post operatively.